Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 514 mg/dl at the time of the incident. The customer received multiple blood glucose request. They were experiencing this for months. The customer informed multiple blood glucose requests were occurring for more than 3 hours. The customer did not remove the sensor. The auto mode shield was not displayed on the home screen. The auto mode readiness screen shows blood glucose required. The customer had high blood glucose and stated that it might be because of the feeding tube. The device will not be returned for analysis.